Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was included in a field action, and product analysis found that the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the patient was experiencing chest pain after the device went into normal elective replacement indicator (eri). The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.